Manufacturer narrative:
H.6. Investigation summary: ten (10) samples were provided by the customer for investigation. The samples were returned in unopened blister packs and were visually examined using 10x magnification with no holes being found in the needle hubs. The needle assemblies were then attached to a syringe filled with dye and water and pushed into a stopper to plug the needle end. The plunger on the syringe was depressed and the needle hubs were inspected for leakage. None of the returned samples leaked when tested this way. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation bd was not able to confirm the condition reported by the customer; therefore, a root cause cannot be determined. As a result, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "patient was given syringe with need attached. Upon injection the medication leaked. This occurred on 5 different occasions with the same tips. Are you receiving similar reports from other users regarding this lot number?" 3 occurrences were reported. 1 of 3 complaints.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "patient was given syringe with need attached. Upon injection the medication leaked. This occurred on 5 different occasions with the same tips. Are you receiving similar reports from other users regarding this lot number?" 3 occurrences were reported. 1 of 3 complaints.